Event description:
Caller reported a tandem mobi cartridge alarm, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Tandem technical support confirmed cartridge alarm 34 and concluded that the pump was not exposed to external magnets prior to the alarm. Although the caller hadn't previously reported specific alarms with the pump serial number, cartridge alarms occurred with consecutive cartridges. Technical support decided to replace the pump, instructing the caller on returning the malfunctioning pump and receiving the new one. The caller was advised to put the pump into storage mode before returning it, and acknowledged instructions for managing the replacement pump.